Event description:
The customer returned the duodenovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, a gap in the adhesive area between the (z-block) and distal end and adhesive around the objective lens had wear was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.